Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a robotic left and right ovarian cystectomy, when attempting to fire the stapler, it did not fire correctly.